Event description:
This pt developed endophthalmitis following surgery. The cause for the endophthalmitis has not been determined. This product was used for the procedure. This report is being made for info purposes only. It is not believed that this product caused the reported endophthalmitis.